Manufacturer narrative:
The recipient is reportedly having trouble healing. The recipient was recommended device non-use until an off the ear option is obtained.

Manufacturer narrative:
The recipient 's device is reportedly close to the surface of the thin skin. Repositioning surgery is scheduled.

Manufacturer narrative:
The recipient reportedly underwent muscle flap surgery.

Manufacturer narrative:
The date of the final report is corrected to september 14, 2018. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced device migration followed by exposure. On (B)(6) 2018, the recipient underwent repositioning surgery. The recipient has thin skin and is taking longer to heal.

Manufacturer narrative:
The recipient is reportedly healing well.

Event description:
The recipient reportedly experienced skin flap breakdown. The recipient underwent surgery to treat breakdown.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The surgery reportedly went well. This is the final report.